Event description:
From staff: surgeon was performing laparoscopic hysterectomy when he noticed the ligasure device was not working correctly. Upon inspection, he discovered that the device had broken, and the blade was stuck in an outward position. It was caught before any harm could happen to the patient, and a new device was acquired.